Manufacturer narrative:
Updated data.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units helium tank is leaking. There was no patient harm reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium tank - damaged/rusted/incorrect. There was no patient involved or adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the helium pressure regulator corrected this. Completed full pm. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received helium regulator with a reported unit failure of the helium leak. The helium regulator is not normally sent back on its' own to be evaluated. The helium reservoir assembly should have been sent back along with the regulator attached to it. For this reason the helium regulator will not be tested. Retaining the helium regulator in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units helium tank is leaking. There was no patient harm reported.